Event description:
It was reported, the device was unable to be paired using bluetooth to the mobile application. The patient attended clinic and the device was also unable to be interrogated using ble telemetry. Technical support was contacted and suspected a bluetooth telemetry issue. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.